Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited foreign materials on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the cysto-nephro videoscope olympus ,cyf-vh cyf-vhr, reprocessing manual. Which has descriptions for the reprocessing procedures of cyf-vh. Olympus will continue to monitor field performance for this device.